Event description:
I had the essure done 4 yrs ago. I am allergic to nickel but doctor insisted I would be ok. With no prior symptoms, shortly after the procedure I gained 45 lbs, diagnosed with hypothyroidism, fibromyalgia due to severe pain throughout my body, a ring in my esophagus from an unk allergy (my assumption would be the nickel allergy from the essure) which causes me to choke even on water. Worsening depression due to pain. Vertigo and ear pain with no known cause (eng was inconclusive). Migraines with auras.